Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery; he changed the infusion set and received another no delivery. Blood glucose value was 408 mg/dl and he treated with manual injection. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. The customer checked the cannula which was not bent. Customer ran an additional fixed prime; customer stated that one drop came out and then a no delivery alarm occurred again. It was explained that the set may been occluded and he was advised to change the entire infusion set and reservoir. The reservoir would be replaced and returned for analysis.